Event description:
It was reported that during preparation for an angiography procedure, when the box of the imager ii catheter was opened, one of the catheters was sticking out of the pouch. It had broken the sterile barrier. The device was never used on pt.